Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer reported the battery depleted (B)(4) within one day. The customer¿s blood glucose was not provided. Reportedly, the customer would continue to use the pump for insulin therapy.